Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening during efaa/establish final arm angle could not be determined. The reported improper or incorrect procedure or method (user error) was associated with the user continuing with the procedure despite the establish final arm angle (efaa) checks being unsuccessful prior to clip deployment. There is no indication of a product issue with respect to manufacture, design, or labeling. H6: device code 2017 - failure to follow steps / instructionsna.

Event description:
This will be filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. An xtw clip was inserted, but while establishing final arm angle (efaa), the clip was noted to open from 20 degrees to 45 degrees during. The deployment sequence was continued, the lock line was removed, and another efaa test was performed. The clip then opened to 60 degrees. The mr was still reduced so the physician proceeded with the deployment process against instructions for use. The clip was deployed and the procedure was concluded with a resulting mr of grade 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.